Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that during a device replacement procedure, the right ventricular (rv) lead was nicked during the device changeout. Since then, the patient has complained of feeling a 'zing' near the implant every day. The lead remains in use. No patient complications have been reported as a result of this event.